Event description:
In 2000, the facility's assistant nurse manager informed the MFR's sales rep of the following: attempted to place catheter, catheter would not advance through sheath. Appears that the catheter is 7 french (fr) or larger. Should be 5fr catheter. The facility pulled a french catheter from a competitor's kit and implanted that catheter on the MFR's device and through the sheath. The facility's assistant nurse manager mentioned the pt lost more blood than usual; however, no injury was caused. No further details were provided.